Manufacturer narrative:
One sample was received for evaluation. Upon functional testing, the sample was filled with 5 cc of air. It was noted not to be inflating circumferentially at 50 percent symmetry. This confirms customer reported complaint, but is over the manufacturer's specifications of minimum symmetry of 33.3 percent. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received indicating that during placement of a smiths medical portex® bivona® tts¿ tracheostomy tube the cuff did not inflate as intended. There were no reported adverse patient effects.